Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the patient had experienced elevated blood glucose (bg) of 487 mg/dl with increased thirst and ¿feeling yucky¿ associated with an occlusion issue. The patient had discontinued the pump but then resumed the pump the same day. The occlusion issue reportedly occurred with more than one set of supplies. During troubleshooting, the reporter was able to prime the pump without an occlusion alarm occurring. The alleged bg excursion does not meet animas¿ criteria for a serious injury. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.